Manufacturer narrative:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was damaged and could not enter the sheath. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was partially present in its manufactured position, completely exposed. The sealant sleeves were frayed/split/torn. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. Per functional analysis, the functional test to evaluate the insertion/withdrawal into a csi could not be performed due to the condition of the sealant sleeves, which impeded the insertion into the csi. Additionally, due to the observed deployment difficulty with the mynx control system, a simulated deployment test was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 5f mynxcontrol vascular closure device (vcd) was damaged and could not enter the sheath. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty. Additional information was requested but not provided. The device was later returned for evaluation as previously expected. Addendum: on product evaluation, the sealant sleeves were found frayed/split torn with the sealant exposed.